Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of damage, loose drive support cap and motor anomaly from the insulin pump. The customer's blood glucose reading was in the low 300's mg/dl. The customer reported issues with priming. The customer reported that drive support cap to be loose. The customer stated that there is damage to the compartment and reservoir compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to complete functional testing due to the alarm. The motor was tested outside the device and it passed.